Manufacturer narrative:
H10: based on the obtained information, the cause of the foreign material remaining was unable to be specified since it¿s unknown whether reprocessing was practiced in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material on the nozzle of the distal end section could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: instructions, operation manual for evis lucera gif/cf/pcf type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcf type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: due to wear of angle wire the bending angle in up direction and up/down (u/d) knob did not meet the standard value, adhesive on bending section cover (a-rubber) had a crack and white clouded area, due to clogging of nozzle the air supply and water supply volume did not meet the standard value, due to clogging of nozzle the water removal ability did not meet the standard value, color ring had a crack, the image guide (ig) protector had a chip, mouthpiece was loose, adhesive around objective lens was peeled, due to adhesive peeling around objective lens a streak of flare appeared in the image, plastic distal end (c-cover) had a dent, the adhesives around light guide (lg) lens had white-clouded area, the objective lens, the universal cord, and the switch 1 (sw1), all had a scratch, the paint on suction cylinder (s-cylinder) was peeled, s-cylinder was shaved, the connecting tube had a scratch, and the control unit had discoloration. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the device was cleaned, sanitized or disinfected prior to being sent for repair. However, it was unknown if the facility does not delay the start of precleaning of the equipment after use, if the facility flushed the air/water nozzle with water and air, if there were any abnormalities with the accessories used for reprocessing and it was unknown if the facility presoaked the device in the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, had a clogged nozzle, unable to supply water on the colonovideoscope. The device was returned for evaluation. During the device evaluation, the tip nozzle had foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.